Manufacturer narrative:
The service rep replaced tank, performed generator cal and tested system. System still arced with low ma error after arcing occurs. He replaced the x-ray tube and performed a filament calibration. Tested system. No arcing was reproduced. System operates as intended.

Event description:
Customer states that they heard an arc in the 9800 machine from the tank side. No patient injury.